Event description:
It was reported that a patient experienced air in the homechoice automated pd set with cassette. This occurred during dwell of peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. The solution bag inflated with air after the first dwell cycle. It was suspected that the air entered from an unspecified location of the cassette to the solution bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing was performed, and no leak was observed. Functional testing (self-test and priming) was also performed, with no issue noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.